Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that the cannula was kinked. The pod was worn between 4 and 24 hours on the hip/buttocks.

Manufacturer narrative:
The returned product was evaluated and performed as designed. Although a kink was noted in the cannula, this is not considered to have contributed to the reported hyperglycemia as it occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or timeouts that may generate an occlusion alarm. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.